Event description:
It was reported that during an unrelated post procedure, the right atrial lead exhibited loss of capture. Lead fracture was suspected. No patient symptoms were reported. The lead will remain implanted at high output settings.